Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00146 on 09-jun-2023. Additional information (13-jun-2023): as indicated in the initial report, the aliquot probe was replaced. In addition to replacing the aliquot probe, the siemens customer service engineer (cse) performed alignments. These activities returned the instrument to normal operation. The cse also reviewed quality control data after the replacement of the aliquot probe and determined that the results recovered within ranges. The analyzer is performing according to specifications. No further evaluation of this device is required.

Event description:
Erroneous phosphorus (phos) results were obtained on 2 patient samples on dimension vista 500 instrument. The erroneous results were reported to the physician(s). The samples were not repeated due to insufficient sample volume and the customer changed the results to ¿not performed¿ according to laboratory protocol. This report is being filed in an abundance of caution as the correct results for these samples are unknown. There are no known reports of patient intervention or adverse health consequences due to the erroneous phos results.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report erroneous phosphorus (phos) results that were obtained on patient samples on a dimension vista 500 instrument. Quality controls (qcs) recovered within ranges on the day of the event. The aliquot probe was replaced. The cause of the erroneous (phos) results is unknown. This report is being filed in an abundance of caution. The instrument and reagent are performing to specifications no further evaluation of this device is required.